Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they charged controller yesterday afternoon, but then last night when they went to charge the implant, the controller was blank and wouldn't turn back on. Troubleshooting was unable to be performed as pt could not open the back cover of controller in order to perform a reset. Agent asked, pt did not have anyone with them to help reset controller, but was going to their doctor on wednesday. Agent reviewed how to reset controller, and reviewed if controller did not turn back on after they got help from someone before or at their doctor's appointment, to call back.

Manufacturer narrative:
Continuation of d10: product ID 97745 ,product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.